Manufacturer narrative:
During an interventional procedure, a saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) would not inflate when pressure was applied during the procedure and when removed from the patient, a pinhole was observed on the proximal shoulder part of the balloon and blood leaked out when inflated again. It is unknown how the procedure was completed but it was finished successfully. There was no reported patient injury. The target lesion was unknown. The rate of stenosis was unknown. Additional information received indicated that there any difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was requested and reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; if pressure was not maintained during inflation: did the balloon burst, did the shaft burst; did the balloon catheter kink while being used; was the balloon catheter removed easily. No additional information is available. The complaint product was not returned for analysis. The unit reported as saber 5mm x 2cm 90cm bc was not returned; instead, one non-sterile unit of saber 3mm x 4cm 90cm bc was returned. Per visual analysis it was noted that the balloon was had been inflated and deflated. No other damages were noted. Per functional analysis a leak test was performed and the saber was inflated to 10 atm (ten atmospheres) and no leakage was noted. A device history record (DHR) review of lot 17075733 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. It was discarded by the customer. Another saber product was returned instead. The returned product was analyzed and no bursts or leakages were found. It performed as expected. The exact cause of the event could not be determined. Vessel characteristics are unknown. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure a saber percutaneous transluminal angioplasty (pta) balloon catheter would not inflate when pressure was applied during the procedure and when removed from the patient a pinhole was observed on the proximal shoulder part of the balloon and blood leaked out when inflated again. It is unknown how the procedure completed but it was finished successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The target lesion was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
Additional information received indicated that there any difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was requested and reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; if pressure was not maintained during inflation: did the balloon burst, did the shaft burst; did the balloon catheter kink while being used; was the balloon catheter removed easily. No additional information is available. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.